Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the: part 03.804.701s / lot 0716008. Request sent to get manuf. Docus. 20 feb 17. Manuf docus received on 23 feb 17. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 14 sep 2016 . Expiry date: 01 august 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the kyphoplasty surgery both synflate balloons burst after one another. No known issues during the assembling process, the pressure applied was at 220 and 230 pounds per square inch (psi). The surgery was not prolonged and the patient was not affected. This complaint involves 2 parts. This report is 2 of 2 for com-(B)(4).